Event description:
It was reported that the pegasus yel 24ga x 0.75in qsyte-cap y experienced leakage. The customer stated, "it's noticed that the extension tubing leaked during pre-priming after connected to the transfusion set."

Manufacturer narrative:
Investigation: a device history report was conducted for lot number 8170462. During our review no abnormalities related to this event were found during our monitoring of the manufacturing process. According to our records this is the only instance of a defective catheter occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Additionally the device that was returned to us by your facility, and evaluated by our quality engineers. Based on the dimensions they observed on a wound in the extension tubing, they determined that the most likely root cause for this event was the use of the slide clamp in the product design. To address this issue we have establish a redesign for this product to incorporate other clamp designs that will be less likely to result similar events.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pegasus yel 24ga x 0.75in, qsyte-cap y experienced leakage. The customer stated, "it's noticed that the extension tubing leaked during pre-priming after connected to the transfusion set."